Manufacturer narrative:
The company rep replaced the main control printed circuit board (part number (B)(4)). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated an alarm and the display became black. The specific alarm that was generated in not known; however, the hospital believed that it may have been a "sensor module" alarm. The display then went black. The pt was switched to another iabp and therapy was continued. No pt injury was reported.